Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. The fse performed a touch screen calibration, retested the unit, and the iabp passed the test. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while connecting the patient to the cardiosave intra-aortic balloon pump (iabp), the unit powered on with ¿power-up test fails code #6¿. The customer switched to back up iabp and delivered therapy with out incident. In addition, the customer provided patient information. No patient harm, serious injury or adverse event was reported.